Manufacturer narrative:
Lot review: a review of lot# 2967803 showed that (B)(4) each were manufacture, tested, inspected and released in december 2014 citing no exception documents.

Event description:
Complaint received regarding one ch3292, report states: 4 valve christmas tree line that was leaked due to one of the bottom ports coming off whilst giving herceptin. No adverse patient consequences report.